Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage and inspecting and cleaning the diaphragm. Troubleshooting identified a hole in the diaphragm. The customer was sent a replacement pump. Attempts to contact the customer to get additional information have gone unanswered. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that when she double pumps with her pump in style breastpump she has suction, but when she single pumps the suction is low. She also alleged that she had mastitis for which she saw a doctor and was prescribed antibiotics.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 02/27/2018. The device passed suction and cycle specifications. The broken/damaged diaphragm identified by the customer during troubleshooting with customer service could not be confirmed.

Manufacturer narrative:
On (B)(6) 2018, the customer reported via email that her mastitis was resolved and that the replacement pump was working without issue.